Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up. Presenting rhythm was accelerated junctional approximately 70 bpm with intermittent atrial pacing, no atrial sensing seen on the presenting rhythm. The device was reprogrammed to vvi. The patient had underwent a maze procedure three years ago. The patient will be monitored.